Event description:
Additional information: it was reported that the patient underwent continuous renal replacement therapy. The operation on the left pleural space showed tearing of the pleura below the chest tube site and bleeding. The bleeding was emergency controlled and resolved without sequelae on (B)(6) 2023. On (B)(6) 2023, the patient underwent a chest computed tomography (CT) contrast to rule out pneumonia which was compared with a CT from (B)(6) 2023 status post pump implantation. Wound infection was ruled out. The outflow cannula was visualized, and usual postoperative change was ruled out. A small amount of bilateral pneumothorax was noted. The catheter insertions in both the chest wall and anterior mediastinum were drained. The patient's white blood cell count was 12.60(10^9/l) and c-reactive protein (crp) 217.1(mg/l). The patient was given meropenem and vancomycin. A chest tube was inserted and no improvement in inflammation markers was noted. The patient underwent a drug dose change for the infection on (B)(6) 2023. The patient took 1g of meropenem three times a day and 600 mg of vancomycin twice a day for 1 day. On (B)(6) 2023, the patient experienced bleeding and was given 2 units of packed red blood cells (prbcs). The patient's hemoglobin was 9.4 g/dl and their international normalized ratio was 2.92. Cmd was on hold. The bleeding resolved without sequelae on (B)(6) 2023. The patient underwent medication changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (localized, driveline, pump pocket or pseudo pocket), renal dysfunction, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6, under "anticoagulation", outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the reported conditions resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced renal dysfunction/failure/insufficiency on (B)(6)2023. The patient's blood urea nitrogen (bun) value was 38 mg/dl and their creatinine level was 2.11 mg/dl. The patient also experienced bleeding in the mediastinal space, the left pleural space and right pleural space. The patient underwent surgery to remove a hematoma and underwent a blood transfusion for the bleeding. On (B)(6)2023 at 01:30, the patient was extubated but experienced desaturation. The patient underwent a chest x-ray which revealed left lung atelectasis. On (B)(6)2023 at 06:00, the patient was reintubated and ventilator care was carried out. The patient underwent changed to their medication.